Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they went months without being able to charge the stimulator and they had it replaced on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient contacted medtronic rep (B)(6) 2025 regarding issues with patient controller and recharger. Patient obtained replacement controller and recharger from medtronic and issue was resolved at time. Patient contacted rep in (B)(6) 2025 to obtain assistance with charging, met with patient and issue resolved at time. Patient did not contact rep until heard from the hcp on (B)(6) 2025 that patient reports she is unable to charge device and will require pocket revision. This rep contacted patient who was upset that she has not been able to use scs. This rep asked to met patient to again assist with recharging and she declined and said she will have pocket revision (B)(6) 2025. Hcp said medtronic is not needed at pocket revision but to meet patient the following week or post op to assist patient. Contacted this rep on (B)(6) 2025 on saturday demanding that the medtronic rep show up to the hospital on a saturday. While on the phone, patient states she is charging her battery and says that she does not want to turn on stimulator with her patient controller. She said she no longer wants to work with the other rep because current rep was not there. Rep reported they have notified hcp at this time. Rep reported they still have not heard back from patient. Pocket revision on friday (B)(6) 2025. As per conversation with patient on (B)(6) 2025 she was able to charge scs. Have not heard from patient since this evening though multiple attempts.